Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needles did not capture the suture. The device was removed and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that five mr290 autofill humidification chambers leaked where the spike connects to the water bag. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the posterior cuff was still loaded on the foot and the link was still attached to the cuff. The plunger and anterior cuff were not returned. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed and the link was pulled from the anterior cuff, which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.